Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to another meter. On (B)(6), 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began approximately on (B)(6), 2011 in the evening at bedtime (exact date and time unknown). The patient reported that he obtained blood glucose results of "284mg/dl", on the subject meter and administered insulin based on that reading. The patient reported that he manages his diabetes with insulin (self adjust). The patient reported that he followed his diabetes management prescription when administering insulin. The patient reported that he woke up 3 to 4 hours later feeling "shaky" and tested again, obtaining a blood glucose result of 47mg/dl. The patient reported that he received glucose tablet or gel as treatment for the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)- device evaluation: the retain test strips were tested and they passed testing with no faults found. ((B)(4) 2011)-product analysis was completed on (B)(4), 2011 not (B)(4), 2011.